Event description:
It was reported that the patient underwent a surgical procedure to replace his artificial urinary sphincter (aus) due to reoccurring incontinence and fluid loss. The patients continence was back to baseline, and the fluid loss was identified because the balloon was empty of saline. The surgeon did try cycle the device, but the device did not respond properly. There were no patient clinical consequences related to this event.